Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire's factory service department for evaluation and repair. The factory service department was able to confirm the customer's reported issue, the control knob was missing, and also determined that the device was past due for its 2 year scheduled preventative maintenance. The root cause of the customer's reported issue was determined to be a failure of the turbine. After replacement of the turbine, the main board and power supply were also replaced during servicing in order to bring the device back to manufacturer specifications.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator is intermittently inoperable. The customer reported that there was no patient involvement.